Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; combination of quadruple antegrade and retrograde in situ stent-graft laser fenestration in the management of a complex abdominal aortic aneurysm salib et al, ann vasc surg 2021; 71: 533.e7¿533.e12 https://doi.org/10.1016/j.avsg.2020.08.130 6da: exact date of implant unknown . If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft and an endurant aui graft were implanted in a patient for the endovascular treatment of a 51-52mm juxtarenal abdominal aortic aneurysm facilitated by in situ laser fenestration using a heli-fx guide on an unknown date. Preoperative sizing showed a 4-mm short infrarenal aortic neck length, a 14.8-mm proximal healthy landing zone involving superior mesenteric artery (sma) and both renal arteries, and a 12-mm circumferential calcified narrow distal aorta (nda) diameter. It was reported during the index procedure after both the valiant and the aui grafts were implanted an additional covered iliac stent was necessary to fix a dissection of the homolateral right external iliac artery. Final angiogram was satisfactory and showed patency of all stents without evidence of endoleak. The cause of the dissection was undetermined. No additional clinical sequelae were reported and the patient is fine.